Manufacturer narrative:
The complaint was confirmed through discussion with pmi development and review of the paperwork which confirms the final design notice was incorrect. DHR was reviewed and no discrepancies were found. Root cause determined to be incorrect design documentation which advised the surgeon to use an incompatible screw with the custom baseplate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty. During surgery, the 6.5mm central screw would not fit thru the implant, the implant was designed with a 4.75mm central screw. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.